Event description:
A 59-year-old male was using ethyl chloride spray, and was found deceased at his home in (B)(6) on the afternoon of (B)(6) 2025. Evidence of ethylchloride spray was discovered at the scene. (B)(6) emergency services responded but could not revive him. The problem with this product is that it is regulated as a medical device, and therefore does not have the robust labeling that a drug product would have about the risks of abuse and misuse. And this product is widely misused resulting in many unnecessary deaths of people who have not been adequately warned. Though the sale in the u.s. Is supposed to be through direct channels, with a prescription only designation, to medical providers, it is widely and easily available to anyone. At a minimum, it should carry an amplified warning that it is unsafe to inhale under any conditions, and that fatal events can occur without warning or previous adverse exposures. The label should also state "this product is unsafe to use alone; another person must be present to respond to potentially fatal reactions. There is an epidemic of deaths from the misuse of this product. It is not adequately labeled about it's abuse potential. In particular, a bold warning "unsafe to use alone" if necessary. "Ethyl chloride is regulated and sold as a prescription medical device, not a drug. The FDA classifies it as a "vapocoolant" or "skin refrigerant".